Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer discovered the cable at the wrist of the fenestrated bipolar forceps instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause of the ¿broken - distal instrument grip cables¿ is attributed to a component failure. Failure analysis investigations also found an additional failure and related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. A piece measuring approximately 0.018" x 0.031" was missing. The damage was located at the distal end on the bipolar yaw pulley. No thermal damage was observed on the instrument. The instrument passed the electrical continuity test. The root cause is attributed to a component failure. A review of the logs showed the fenestrated bipolar forceps instrument (part# 470205-17 /lot# n10210405-0105) was last used on (B)(6) 2021 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 3 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. Furthermore, the instrument was found to have a piece missing from the conductor wire¿s insulation. While there was no harm or injury to the patient, the reported failure modes could likely cause or contribute to an adverse event if it were to recur.